Event description:
Customer received non reproducible, sporadic falsely high creatinine results on patient samples. No specific patient data was provided, however, it was noted the outliers were approximately 50 umol/l higher than the expected results. One example was provided for a quality control sample that was tested as a random sample. The expected result was 73.7 umol/l and the result generated was 128.7 umol/l. The customer did not supply the medical history and clinical status of the patients. It is unknown if the patient outliers were reported out. If additional information is received, appropriate notification will be provided.